Event description:
It was reported by the customer that the numeric display is missing led segments. No pt incident reported.

Manufacturer narrative:
The returned device was evaluated. During an inspection of the inside of the device, the unit was found to have had liquid ingress. A service history review results that this unit was in the field for over 4 years with no previous reported issues prior to this reported event. A review of the labeling was performed.